Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that at the top of reservoir chipped off. The customer¿s blood glucose level was unknown. The customer also reported that the lip ring was damaged. Troubleshooting was performed for damage. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The right half of the display window cover is missing. Did not note any cracks in the case around the reservoir tube lip. In addition to this, did not note any cracks in the reservoir retainer ring; it is solidly attached to the reservoir tube lip.